Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external insulation abrasions consistent with friction to the device can. No other anomalies were identified.